Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the customer¿s allegation was confirmed. A probable cause was that the phenomenon occurred due to a faulty printed circuit (bi) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a high-definition lcd monitor had no image. The event occurred during preparation for use. The therapeutic procedure (laparoscopic hernia surgery) was completed with the same device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (no image) was confirmed due to an lcd panel failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.